Manufacturer narrative:
Follow-up #1; date of submission: 04/10/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 03/26/2015 with the following findings:a review of the pump history and black box data revealed evidence of short battery life. The battery compartment was observed to be cracked below the grip pad. The returned battery cap was able to secure to the suspect pump case per the instructions for use (IFU). The pump was able to maintain power with the returned battery cap installed. Evaluation revealed that the pump was drawing electric current at levels above the upper specification limit while idling; this device failure directly caused the reported issue. The pump case was removed, and no evidence of internal damage or defect was found. Further investigation revealed that the display screen was drawing high levels of electric current. The suspect display screen was removed and replaced with a test display screen; the current draw values returned to acceptable levels with the test display screen installed. The reported issue was indirectly caused by a failed display flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.